Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the catheter was moving from the left pulmonary veins to the right pulmonary veins the guidewire was noted to be stiff. The catheter was removed from the patient for inspection. It was observed that some of the splines were bunched together and the portion of the guidewire lumen near the catheter was curved to one side when the catheter was undeployed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the catheter was moving from the left pulmonary veins to the right pulmonary veins the guidewire was noted to be stiff. The catheter was removed from the patient for inspection. It was observed that some of the splines were bunched together and the portion of the guidewire lumen near the catheter was curved to one side when the catheter was undeployed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, electrical testing, continuity testing, and hipot testing. No outer abnormalities were observed. A guidewire was successfully inserted through the catheter with no significant resistance. When catheter was deployed to basket, no significant anomalies were noted concerning of the splines. The device passed the spline inversion test. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed and the catheter passed. The catheter passed all electrical testing and the hipot test. Media inspection of an attached photo of the catheter was also performed. It was possible to see the guidewire lumen bent in the photo; however, after performing the product analysis it was not possible replicate this issue. The reported clinical observations were not confirmed by the analysis results.